Manufacturer narrative:
Device was used for treatment, not diagnosis. Event date: (B)(6) 2010. The investigation could not be completed; no conclusion could be drawn as no product was received. Without a lot number the device history records could not be reviewed.

Event description:
Journal article received: effect of lag-screw positions on modes of fixation failure in elderly patients with unstable intertrochanteric fractures of the femur; wu c.c., tai c.l.; journal of orthopaedic surgery (hong kong), 2010 aug; 18 (2):158-165; reported: sliding compression screw fixation was performed to treat intertrochanteric fractures of femur after low-energy injuries. There were 18 cases that were a-23 fractures misinterpreted as a-22, all of which failed. Failure was attributed to cut-out of the lag screws at the superolateral edge of the femoral head, which was mainly caused by lag screw head jamming the barrel of the side-plate. According to the author, all complications could have been avoided if the surgeons had paid more attention to the preoperative radiograph or had used supplementary techniques. A copy of the journal article is being submitted with this medwatch. At one month post operation, a revision surgery was performed for cut out of lag screw. Functional outcome was good. This report is 2 of 2 for an unknown plate for complaint (B)(4).